Event description:
The pt was reportedly implanted with the stratasis tension-free urethral sling kit on (B)(6) 2004, at (B)(6) medical center to treat her pelvic organ prolapse and/or stress urinary incontinence. The pt and her attorney have alleged that as a result of this product being implanted in the pt, the pt has experienced pain and injury, and has undergone corrective surgery. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type /to what extent intervention was performed; specific correlation between device performance and alleged injury; current pt status.

Manufacturer narrative:
Date of event not provided by the complainant. Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included a review of the claim allegations, a review of the device history records which indicated the product was manufactured to specifications, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to the litigation are being handled by our attorney. If/when additional info is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.

Manufacturer narrative:
Update: the root cause of the patient's current complaints is inconclusive. However, lack of effectiveness or recurrent incontinence is known potential complications.

Event description:
The patient was reportedly implanted with the stratasis tf tension-free urethral sling kit on (B)(6) 2004, at (B)(6) to treat her pelvic organ prolapse and/or stress urinary incontinence. The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery. Update: on (B)(6) 2004, the patient underwent a laparoscopic bilateral removal of ovaries, anterior repair and placement of a stratasis tension-free urethral sling performed by dr. (B)(6). The patient reported that within days after the procedure she developed two tender and swollen places in the suprapubic area. She indicated the area resolved with oral antibiotics. On (B)(6) 2012, the patient underwent a robotic assisted laparoscopic removal of retropubic mid-suburethral sling remnants/fibrosis, performed by dr. (B)(6). Fibrosis was reportedly present in the area in which the sling was implanted, but no sling material was removed. Also noted were paraurethral area thickness, induration, and scarring.